Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 53 mg/dl while using the ilet, along with reports of the luer lock coming undone, the pump falling off, and a leaking cartridge; the user has gastroparesis, identifies as brittle, and reports that the algorithm had maladapted despite meal announcements. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention. Investigation included review of reported use patterns and provision of troubleshooting and user education regarding proper meal announcements and corrections, with replacement of the ilet and additional training arranged. Investigation of this case revealed use-related factors and device handling issues consistent with connection integrity concerns and infusion component leakage, alongside algorithm maladaptation risk in the context of gastroparesis. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.